Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: review of the black box data revealed that data from the date of the alleged event had been overwritten due to continued patient use. There was no evidence of short battery life in was observed. On investigation, ¿ez-prime¿ steps were performed correctly, all currents readings are within specification. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board. Investigation did not duplicate the battery life complaint. Unrelated to the original complaint, the battery compartment was cracked below the finger pad.